Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked prior to use. The location of the leak is unknown. The pump contained cefazolin 6000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 17f048 was manufactured 6/20/2017 ¿ 6/20/ 2017. The device was received for evaluation. During visual inspection via the naked eye, fluid was observed inside the bag that contains the unit which indicates leak has occurred inside the bag. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. Portion of the broken tubing remains inside the solvent-bonded area of the luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.